Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Review of the device data log had no related findings. Functional tests included use testing. A battery was inserted into the pump and the pump was powered on. The pump displayed an error code alarm message. The internal real time clock lithium batteries voltage tests were performed. The voltages of the clock lithium batteries were found to be low out of specifications. The main power board was replaced. Based on the evidence, the complaint was confirmed. The root cause was attributed to the main power board.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited an error code. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.